Event description:
It was reported that the patient presented for an implant procedure. After implanting the leadless pacemaker during the procedure, the patient experienced frequent premature ventricular contractions (pvcs) so the device was attempted to be re-positioned. However, the physician had difficulties re-docking the device with the delivery catheter. The device was ultimately retrieved and while removing tissue from its helix, the helix was stretched. A new leadless pacemaker was then successfully implanted. There were no patient consequences.